Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after loading insulin into the cartridge, insulin was noted to be leaking from the fill septum. The contact noted some fill resistance. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the contact was able to load a new cartridge successfully and insulin delivery was able to be resume.